Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 of the bd nexiva¿ closed IV catheter system safety mechanism will not disengage. The following information was provided by the initial reporter: gray safety cover on nexiva IV catheter malfunctioning. Needle safety would not come off and when attempt was made to remove with more force it was causing pain for the patient. Another instance of malfunction with the safety was the gray safety cover remains locked on the device and the needle is removed with exposure to sharp.

Manufacturer narrative:
H6: investigation summary the photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause as it was of the top web label only. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 5 of the bd nexiva¿ closed IV catheter system safety mechanism will not disengage. The following information was provided by the initial reporter: gray safety cover on nexiva IV catheter malfunctioning. Needle safety would not come off and when attempt was made to remove with more force it was causing pain for the patient. Another instance of malfunction with the safety was the gray safety cover remains locked on the device and the needle is removed with exposure to sharp.